Event description:
The initial reporter received a questionable crep2 (creatinine plus ver.2) result from one patient sample tested on the cobas 8000 cobas c 701 module with serial number (B)(4). The initial result was reported outside of the laboratory. The patient sample was rerun on another module. The initial result from the module was 307 mol/l. The repeat result from the other module was 91.4 mol/l.

Manufacturer narrative:
The repeat result was the expected result. The alarm traces showed frequent "abnormal aspiration" errors, which could be a hint to insufficient sample pipetting functions due to inadequate preanalytic handling and /or insufficient sample probe wash. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.